Manufacturer narrative:
Device manufacturer date: the device was manufactured in october 2020 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to olympus for evaluation. Inspection and testing did not confirm that the device could not be connected to the channel connector. There were no signs of the grey lock levers or other parts being loose. A review of the device history record was unable to be reviewed for this device since the manufacturing date could not be determined with the available information. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, there is a possibility that something (foreign material, etc.) Got caught between the connector of the connecting tube and the connector in reprocessing basin during connection and therefore connecting tube could not be connected. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to detect the issue: "move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device. In addition, excessive scratches were found on the metal connector, there were scratches on the orange plastic connector and outside of the tube, and there were white spots inside the tube. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the subject device broke and could not be connected to the connector in the reprocessing basin. There was no harm or user injury reported due to the event.